Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system attended a routine follow-up and a change in the shock impedance trend was observed. The patient reported a syncope in (B)(6). However, there are no stored events in the device related to the symptom of the patient. There is one event in the ventricular tachycardia (vt) window treated with anti-tachycardia pacing (atp) due to potential rapid supraventricular tachycardia (svt). The patient is in chronic atrial fibrillation (af) and the electrical parameter tests are stable and normal. It was suggested to perform x-ray to evaluate the position of the system. The shock impedance was observed in 127 ohms, which is high out of range. The patient underwent a magnetic resonance imaging (MRI) and after the MRI all measurements were in range except for the shock impedance, which was still showing 127 ohms. Provocative maneuvers were performed showing no evidence of noise. The crt-d was reprogrammed and the patient is expected to return for monitoring. Additional information was provided. It was mentioned the patient has been hospitalized since (B)(6) 2025 due to heart failure. Since then, all leads daily pacing impedance measurements changed, probably due to the heart failure and the shock impedance has raised to 140 ohms. Troubleshooting was performed and all measurement are in range, except for the shock impedance, which remains high out of range showing 138 ohms. Provocative maneuvers were performed and were found negative. The patient will be discharged and the next in-office follow-up will be scheduled. The crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of atp delivered when not required is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of atp delivered when not required is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this atp delivered when not required has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system attended a routine follow-up and a change in the shock impedance trend was observed. The patient reported a syncope in september, however, there are no stored events in the device related to the symptom of the patient. There is one event in the ventricular tachycardia (vt) window treated with anti-tachycardia pacing (atp) due to potential rapid supraventricular tachycardia (svt). The patient is in chronic atrial fibrillation (af) and the electrical parameter tests are stable and normal. It was suggested to perform x-ray to evaluate the position of the system. The shock impedance was observed in 127 ohms, which is high out of range. The patient underwent a magnetic resonance imaging (MRI) and after the MRI all measurements were in range except for the shock impedance, which was still showing 127 ohms. Provocative maneuvers were performed showing no evidence of noise. The crt-d was reprogrammed and the patient is expected to return for monitoring. Additional information was provided. It was mentioned the patient has been hospitalized since (B)(6) 2025 due to heart failure. Since then, all leads daily pacing impedance measurements changed, probably due to the heart failure and the shock impedance has raised to 140 ohms. Troubleshooting was performed and all measurement are in range, except for the shock impedance, which remains high out of range showing 138 ohms. Provocative maneuvers were performed and were found negative. The patient will be discharged and the next in-office follow-up will be scheduled. The crt-d system remains in service. No adverse patient effects were reported.